Event description:
It was reported that difficulty advancing and a catheter kink occurred. The native aortic annulus was 26.4mm in diameter with moderate to severe calcification on the leaflets. The patient's aorta was tortuous with multiple bends; the abdominal aorta was heavily calcified and small with a pre-existing dissection flap. A 27mm lotus edge valve system was inserted through a 15f isleeve introducer sheath without issues. While advancing through the thoracic aorta, a catheter kink was noted. The 27mm lotus edge valve system was removed and another 27mm lotus edge valve was prepared. A non-boston scientific (bsc) guidewire was advanced through the pigtail catheter on the contralateral side and a second non-bsc guidewire was used to advance the lotus edge valve system around the aortic arch. The second 27mm lotus edge valve was deployed with a successful result. There was no known patient injury.